Manufacturer narrative:
Product notes: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The batch was involved in a deviation which caused an higher number of units discarded due to presence of foam, however, it was considered to not have affected the quality of the product. Sanofi confirms that no other quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. Until this date, there are 6 cases of swelling and nodule/mass at implant site reported for the specific batch. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Company comment: the serious expected event of swelling and nodule at implant site and the non-serious expected event induration at implant site were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and long standing events suggestive of permanent damage. The potential root cause include the treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference (B)(4) is a spontaneous report sent on 12-oct-2021 by an other health professional which refers to a (B)(6) female patient. Additional information was received on 12-oct-2021 by same reporter. The patient's medical history included tubal ligation. Concomitant medications included progesterone [progesterone]. No information about history of allergies has been provided. The patient had previously received treatment with dysport and no other fillers. On (B)(6) 2018, the patient received treatment with 18 ml (2 vials) sculptra aesthetic (lot a7120), 6 ml to temples, 0.5 ml to each side of cheeks and 5.5 ml to each side of the lateral jawline. On (B)(6) 2018, the patient received treatment with 1 vial sculptra aesthetic (lot a7122) to temples, each side cheeks and lateral jawline. On (B)(6) 2018, the patient received treatment with 1 vial sculptra aesthetic (lot a7125) to temples, each side cheeks and lateral jawline. On (B)(6) 2019, the patient received treatment with 1 vial sculptra aesthetic (lot a8135) to temples, each side cheeks and lateral jawline. On (B)(6) 2019, the patient received treatment with 1 vial sculptra aesthetic (lot a9143) to temples, each side cheeks and lateral jawline with unknown injection technique and needle type. On (B)(6) 2020, the patient woke up with facial swelling (implant site swelling) that felt hard like stone (implant site induration) and patient reported to hcp about events. On (B)(6) 2020, the patient presented to hcp with swelling to all injection sites, areas were hard to touch, non-tender. The hcp was able to palpate the product. The hcp injected dexamethasone [dexamethasone] and prescribed doxycycline [doxycycline] and prednisone [prednisone]. On (B)(6) 2020, the hcp followed up with patient and reported there was some improvement but there were still some areas with swelling and nodules/ lumps/bumps (implant site nodule). Then hcp injected kenalog [triamcinolone acetonide]. On (B)(6) 2020, the hcp saw patient again, lumps decreased, slight bump remaining to right jawline and hcp gave more kenalog. The event had resolved, however, hcp advised the patient to see a rheumatologist to check for an autoimmune disorder before she would treat her again with sculptra. On an unknown date in (B)(6) 2021, the patient had received first dose of pfizer covid-19 vaccine. On an unknown date in (B)(6) 2021, the patient had received second dose of pfizer covid-19 vaccine. The hcp had not heard from patient until (B)(6) 2021 when patient contacted hcp to report she had a reoccurrence of the swelling. The hcp injected the patient with dexamethasone, patient reported improvement later that day, however, 24 hours after the swelling was increasing. The swelling was the same as the initial event, all injected areas and felt hard like a stone. The hcp did not clarify if lumps, bumps or nodules reoccurred. Outcome at the time of the report: swelling was not recovered/not resolved/ongoing. Nodules/lumps/bumps was recovered/resolved. Hard like stone was not recovered/not resolved/ongoing.